Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, no lot number was available so a review of the device history record was not possible. However, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath optical fibers met specifications, and contact force measurements were displayed throughout the duration of the log files. No ablation was performed during the duration of the procedure. The cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a cardiac tamponade was observed. The left ventricle was mapped and the ablation catheter was inserted into the patient. While manipulating the ablation catheter, the patient complained of chest pain and a rise in impedance was noted. No ablation had been performed prior to the chest pain but the ablation catheter was manipulated further until the patient became hypotensive. A cardiac ultrasound was performed and revealed a 1 cm effusion. 10 minutes later another ultrasound was performed and the effusion was 2 cm. A pericardial drain was inserted to stabilize the patient. The procedure was discontinued and the patient was transferred for further monitoring. There were no performance issues with any abbott device.